Manufacturer narrative:
E1 - initial reporter establishment name (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited life of optical module error code e117, scope error code e315, and image was not displayed during installation. There were no reports of patient involvement.